Event description:
A customer reported a cartridge change error on their pump. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump and to follow on-screen instructions to load the cartridge, but the error persisted until a second cartridge was loaded successfully. The customer was advised to monitor the system's performance and was sent replacement cartridges, with the customer acknowledging the resolution.